Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report three of three. Reference reports 3004485144-2016-00317 and 3004485144-2016-00318.

Event description:
It was reported that the closure tops and polyaxial screws fractured when the surgeon tightened them without the use of the torque limiting handle. All pieces were removed from the patient. There was no patient injury associated with this complaint. The was a surgical delay of 0-15 minutes.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.